Manufacturer narrative:
A supplemental MDR is being submitted due to related report number, sections g6, h2, h10.

Event description:
As reported by the field clinical specialist (fcs), an 85 'year' old male patient underwent a transcatheter aortic valve replacement (tavr) procedure using a right'side access approach. Edwards lifesciences devices were used during the case. The patient's pre'procedural medical history and comorbidities were not reported. The patient remained in stable condition at the conclusion of the procedure. During deployment of the initial 23 mm transcatheter aortic valve, the valve began to rise within the annulus. The movement occurred during valve deployment, resulting in the valve becoming positioned too high against the left coronary cusp. The first valve was implanted too high on the left cusp due to rising up of the valve during implant, and the exact reason for this movement was unknown. An attempt by the physician to push the valve downward caused the valve to can't further upward, leading to a final malposition. Angiographic and echocardiographic imaging confirmed that the valve was positioned too high to serve as the final implant. Based on the imaging findings, the surgeon and interventional cardiologist determined that a second valve was required. A second transcatheter aortic valve was subsequently implanted at a lower position, with a final depth described as 90/10. This second implantation was reported to be successful. The first valve was left in place. No central leak, device deficiency, or use error was reported, and no patient complications were noted during or after the procedure. The perceived root cause identified by the reporter was inflation or deflation difficulty, although the exact mechanism of the valve's upward movement during deployment remained undetermined. A 3mensio report was available for review. All edwards devices used during the procedure were discarded and are not available for return. Upon follow up, the fcs advised that upon deployment, the physician wanted to go for a higher deployment to avoid ppm implant. We were aware that pushing in too aggressively would cause the valve to land high on the left cusp. The physician gave a more aggressive push during inflation which caused the valve to can't up to the left cusp. The physicians did not vocalize any fault on the valve or our end but discussed how they could better work together during deployment. They fcs sent cine of procedure for review.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest a more aggressive push during inflation which caused the valve to cant up to the left cusp which caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.